Event description:
Locator screw in implant broken, defective locator attached. The implant is still in the patient according to fr. Faibt, is still intact.

Event description:
Locator screw in implant broken, defective locator attached. The implant is still in the patient according to (B)(6), is still in tact.